Event description:
Device was received and is now evaluated however no additional incident information was received. Please see h6 & h11.

Manufacturer narrative:
Investigation conclusion the investigation of the returned coil system found the implant stretched, damaged, deformed, and separated from the pusher with the monofilament exposed; however, no indications of activation using a detachment controller was found on the pusher heater coil. The exposed monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: issue occurred during treatment for emergency aneurysm rupture bleeding involving right middle cerebral aneurysm 3.6mmx4.2mmx8mm. Using the microcatheter positioned in the aneurysm to fill with coil treatment, the coils were well filled into aneurysm. When filling the fifth coil; a 02mmx06mm, the aneurysm was filled with half of the coil and the microcatheter moved out of the aneurysm. The microcatheter was moved back into the aneurysm, the coil was recovered and found to be stretched and detached. They replaced stretched coil with a coil of the same model and continued to fill the aneurysm; using a total of 6 coils to fill aneurysm. They ended the procedure with good effect. Patient was ¿fine¿. No additional information regarding reporter¿s specific demographics was received.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.